Manufacturer narrative:
Based on the device identification the complaint databases were reviewed for similar reported events regarding altr. There have been no other events for the lot referenced. A review of the trending project folder indicates that there is no existing and valid trend analysis for this product and event. A review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
A hardware failure was reported. Revision surgery of patient¿s stryker hip on (B)(6) 2015. Medical review shows that on (B)(6) 2015 aggressive debridement of soft tissue and a head/poly exchange of the left hip was performed for a post-operative diagnosis of "painful left total hip arthroplasty with significant soft tissue reaction to the components". The operative report notes indicate that the implant was possibly implicated due to significant trunnionosis with metal ion release and local tissue reaction. Despite a copious amount of thick, whitish material in bursal sack in the hip joint, there no evidence of infection. The head was removed. Cup and stem were well fixed and retained. The liner was removed. No significant wear or debris. Cleaned trunnion removed black staining off.

Manufacturer narrative:
Corrections: b1 removed product problem, h3 device was not received by the manufacturer an event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on june 2, 2011 she underwent a primary left total hip arthroplasty for a diagnosis of left avascular necrosis femoral head. ... An office visit of june 29, 2011 notes the x-ray showed " excellent position ... Equal leg lengths" and she was to "return in two months; weightbearing as tolerated". ... X-ray was reported to show " excellent position, some heterotopic ossification superior acetabulum". ... On (B)(6) 2015 an MRI report of the left hip has an impression of "heterogenous signal, mass along posterior proximal left femoral diaphysis ... Non-specific ... Solid on ultrasound ... May represent ... Scar ... Of old hematoma or ... Early particle disease". ... On (B)(6) 2015 aggressive debridement of soft tissue and a head/poly exchange of the left hip was performed for a post-operative diagnosis of "painful left total hip arthroplasty with significant soft tissue reaction to the components". ... The operative report notes, "... Implant ... Possibly implicated ... Significant trunnionosis with metal ion release and local tissue reaction ... Copious amounts of thick, whitish material in bursal sack in the hip joint ... Fibrotic tissue sent for frozen section ... No evidence of infection ... Removed the head ... Black ... Material along the femoral neck which suggested trunnionosis as possible etiology of ... Soft tissue reaction ... Cup and stem well-fixed and retained, removed the liner ... Not show any significant wear or debris ... Changed to a new 36/10 insert and a 36/plus-7.5 biolox head. Cleaned trunnion and got about all ... Black staining off." -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the reported event could not be confirmed as no devices and insufficient information was provided. A review of the medical review provided stated "no examination of the explanted head and liner, and no MRI images or serial x-rays other than the immediate post-operative films of the primary and post-operative revision procedures are available. No serum cobalt and chromium ion values and no pathohistology diagnostic of particle disease, either from the biopsy or subsequent surgical pathology from the revision procedure are available. Other than noting black material on the disengaged trunnion, which was easily removed and the trunnion apparently pristine enough to use with a new ceramic head, there is no evidence that the corrosive findings in the disengaged trunnion are more than would be expected after four years in situ with an extended collar head, or that the amount of corrosion was pathology and responsible for the clinical situation described." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
A hardware failure was reported. Revision surgery of patient¿s stryker hip on (B)(6) 2015. Medical review shows that on may 4,2015 aggressive debridement of soft tissue and a head/poly exchange of the left hip was performed for a post-operative diagnosis of "painful left total hip arthroplasty with significant soft tissue reaction to the components". The operative report notes indicate that the implant was possibly implicated due to significant trunnionosis with metal ion release and local tissue reaction. Despite a copious amount of thick, whitish material in bursal sack in the hip joint, there no evidence of infection. The head was removed. Cup and stem were well fixed and retained. The liner was removed. No significant wear or debris. Cleaned trunnion removed black staining off.